Manufacturer narrative:
Exemption number e2015055. Two devices were received for evaluation; 2 events were not confirmed during testing. Evaluation found the devices did not actively leak or have a substance present. There were no remedial actions taken. These devices are not labeled for single-use.

Event description:
This report summarizes 2 malfunction events, in which the devices were reportedly leaking. One event had no patient involvement; no patient impact. One event had patient involvement; no patient impact.